Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for free triiodothyronine (ft3). The sample was initially tested at the customer site on an e602 analyzer. The first measured ft3 value was higher than two additional repeats that were performed at the customer site. During investigations, the patient sample was tested on an e170 analyzer and an e411 analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. The patient was not adversely affected. The ft3 reagent lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but could not be provided.